Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had unsatisfactory distance vision and no refractive error was reported in those eyes. The iol was exchanged for another monofocal lens following the initial implant procedure. There are three medical device reports associated with this complaint. This report is 3 of 3.